Event description:
It was observed during the device inspection the gastrointestinal videoscope exhibited the following issues: dirt on the objective lens, found foreign objects on the plastic distal end cover/probe cover, the adhesive of the bending section cover or distal sheath (black covering of the bending section), and in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from distal end, right/left and up/down angulation control knobs. The event can be detected/prevented by following the instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.